Manufacturer narrative:
Unable to perform displacement test, occlusion test or verify over delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was delivering un programmed boluses. The customer¿s blood glucose level was as low as 40 mg/dl at the time of the incident, and 83 mg/dl at the time of the call. The customer found 2 boluses in the pump history that they had not programmed. The customer treated the low with juice and cookies. Troubleshooting was completed but did not resolve the issue. The customer also reported a loose retainer ring. The insulin pump will be returned for analysis.